Event description:
As reported by the edwards field clinical specialist, 6 years and 7 months post implant of a 26mm sapien 3 valve in aortic position, the valve failed due to central regurgitation and moderate paravalvular leak noted on transesophageal echocardiogram. The patient was scheduled for a valve-in-valve procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions the device was not returned for evaluation as it remains implanted. Transesophageal images were reviewed, revealing the following observations: paravalvular leak and central regurgitation were present. The complaints for valve central regurgitation and paravalvular leak were confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, DHR review is not required. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. While edwards durability testing of sapien 3 valve meets and exceeds current iso standard and FDA guidance for bioprosthesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration/deterioration, which may affect thv performance including paravalvular leak and/or central regurgitation. Valve degeneration/deterioration, multi-year, and patient-specific process of calcification of the leaflets, and it is a potential adverse events associated with bioprosthesis heart valves per IFU). When the valve become degenerated or calcified, the leaflet mobility is reduced, and this can impact valve function and lead to valve regurgitation. With the known inherent risk of device, valves that are reported for degeneration (increased gradient) post implantation over 5 years are considered natural deterioration of the valve. In this case, the device under investigation had been implanted for more than 5 years (implanted on 03-mar-2016). There is no evidence of a design and/or manufacturing deficiency contributing to the reported event. As reported, "6 years and 7 months post implant of a 26mm s3 valve in aortic position, the valve failed due to severe regurgitation and moderate pvl noted on tee. The patient underwent a valve-in-valve procedure using a 26mm sapien 3 ultra valve implanted with a trace leak and a gradient of 12." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling in this case, review of tee record revealed that patient had moderate ventricular hypertrophy. Therefore, it is possible that pvl was caused by cardiac remodeling due to valvular disease progression, leading to morphological changes in the aortic valve overtime and, thus, a compromised seal between the pvl skirt and target site. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the paravalvular leak. Per the instructions for use (IFU), central regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to insufficient information, a definitive root cause for central regurgitation was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Updated b5 and e1.

Event description:
As reported by the edwards field clinical specialist, 6 years and 7 months post implant of a 26mm sapien 3 valve in aortic position, the valve failed due to central regurgitation and moderate paravalvular leak noted on transesophageal echocardiogram. The patient underwent a valve-in-valve procedure using a 26mm sapien 3 ultra valve implanted with a trace leak and a gradient of 12. The patient was in stable condition.